Manufacturer narrative:
Concomitant product(s): d274drg ICD, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room for shocks. The patient's implantable cardioverter defibrillator (ICD) was interrogated and inappropriate therapy was noted as well as far field r-wave (ffrw) oversensing of the right atrial (ra) lead. It was also noted the patient was very non compliant with follow up visits. Both the device and lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.